Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that the drive support cap was protruded. The customer stated that the insulin pump was dropped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unable to perform off no power test, a21 error test, self test, occlusion test, no delivery test due to prime anomaly. No a33 alarm noted. However, the insulin pump passed idle current test, run current test and displacement test. The insulin pump had cracked reservoir tube lip.